Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. After they woke up, their right ankle was found to be fractured, so an intervention was performed to repair it. The cause of the syncopal episode has not been determined. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No additional adverse patient effects were reported.